Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the reported event was isolated to the inner coil clogged with body fluid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, the physician noted the stylet could not be moved in and out of the lead. The physician had enough experience implanting this lead and considered it to be a lead issue. Physician chose to use a new lead that was successfully implanted. Patient experienced no consequences.